Event description:
In or 4, we started a hydrocelectomy. Bovie was plugged into valleylab unit and placed on settings, which were placed on preference cord at cut 80 coag 35. When touching skin with needle tip sparks fell onto drape to patients right side. Md touched skin again and sparks flew. No patient injury. No burns.